Event description:
Same case as MDR ID# 2134265-2014-05779, 2134265-2014-05780, 2134265-2014-05785, 2134265-2014-05786, 2134265-2014-05787, 2134265-2014-05788, 2134265-2014-05789, 2134265-2014-05790, 2134265-2014-05778, 2134265-2014-06441 (B)(4) clinical study. It was reported that mild haziness occurred. On (B)(4) 2014, the patient was presented with complaints of sudden onset of chest pain. Electrocardiogram (ECG) revealed st elevation in inferior and lateral leads and nonspecific intraventricular block. The patient was then diagnosed with acute q-wave inferolateral wall stemi and cardiac catheterization was recommended. At the time of event, the patient was taking aspirin and clopidogrel and the study drug protocol was last taken on (B)(4) 2012. Coronary angiography revealed acute thrombotic occlusion of the two stents implanted in the obtuse marginal (om1) and acute thrombotic occlusion of the three stents implanted in the distal left circumflex (lcx). The 100% stenosis in the om1 was treated with thrombectomy and balloon inflations. Subsequently re-thrombosis of the om1 was noted and was treated with thrombectomy resulting in 0% residual stenosis. In addition, the 100% stenosed ostium of the om2 was treated with balloon angioplasty with 0% residual stenosis. The 90% stenosis in distal lcx was also treated with balloon angioplasty and placement of a 2.75 x 24 mm promus element plus everolimus-eluting platinum chromium coronary stent system, however following deployment, spasm o thrombus in the om3 was noted. The 100% stenosis in om3 along with spasm/thrombus was treated with balloon angioplasty, resulting in 0% residual stenosis. The patient was transferred to intensive care unit (ICU) and repeat coronary angiography revealed re-occlusion of the circumflex om system which was treated with aspiration thrombectomy. The distal lcx extending up to om2 was treated with kissing balloon angioplasty and placement of two 2.5 x 16 mm promus premier¿ stents which were deployed in a kissing technique from the mid to distal circumflex and the om2. Post deployment of the two promus premier¿ stents, mild haziness was noted beyond the om2. The 90% stenosis, with haziness, in the distal lcx was treated with balloon angioplasty and placement of a 2.25 x 12 mm promus premier¿ stent. Following post-dilation, residual stenosis was 0%. The 90% stenosis in the proximal lcx was also treated with balloon angioplasty. Following post-dilation, residual stenosis was 0%. Post procedure, the patient developed cardiogenic shock and was treated medically. Three days post procedure, all events were considered to be resolved without residual effects and the patient was discharged on aspirin and brilinta.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).